Manufacturer narrative:
Approximate age of device - 2 years, 2 months. The patient remains on lvad support with no further issues reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. A log file was submitted to technical service for review due to pump stoppage noted in the system controller history. The log file contained three pump stoppage events lasting 3 seconds or less that occurred when the patient was connected to the power module. The patient was reported to be asymptomatic at the time of the events. X-rays of the driveline were unremarkable. The patient was sent home with an ungrounded power module patient cable and since then there have been no further reports of pump stoppage events. It was thought that potentially there is a short to shield issue with the percutaneous lead. There were no plans for a percutaneous lead repair at this time. No further information was provided.